Event description:
Procedure: hernia. According to the reporter: all of the information I have received from this facility is that there was bladder injury during using this product. There was an irritated surface on the bladder. There was no unanticipated tissue loss. There was no tissue damage. There was no blood loss greater than 500ml. Or time was not extended by more than 30 minutes. The patient is currently doing fine.

Manufacturer narrative:
(B)(4)